Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. Eight days post procedure, the patient experienced confusion, a fall, and was hospitalized. Magnetic resonance imaging (MRI) confirmed the patient experienced an ischemic stroke. The patient remained hospitalized and discharge plans are unknown.